Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, pain and infection at the cuff location. The infection was treated with antibiotics and a surgical procedure was performed to remove the existing device. Upon explant, no device issues were identified. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Visual examination revealed a tear in its shell, consistent with explant damage. Due to the tear, the cuff did not pass the leakage test. The pump was visually inspected, leak functionally tested. No damage or abnormalities were noted, no leaks were identified in the pump. The balloon was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the balloon. The reported patient symptoms of infection, pain and urinary incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, pain and infection at the cuff location. The infection was treated with antibiotics and a surgical procedure was performed to remove the existing device. Upon explant, no device issues were identified. There were no additional patient complications reported.